Event description:
It was reported that during a follow up, fluoroscopy revealed externalized conductors. No electrical issues detected. The patient's condition was good, and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.